Manufacturer narrative:
As reported, a black foreign object was found in avitene. Review of photo provided finds an area of discoloration (black in color) present within the avitene. Further evaluation of the provided photo is still ongoing, as such no conclusions have been made. When the evaluation is completed, a supplemental MDR will be submitted. To date, this is the only reported complaint for this manufacturing lot. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Based on the sample evaluation and investigation performed, the foreign material presented during the manufacturing process and the root cause is determined to be manufacturing related. The analysis concluded that the debris found can be generated from machinery bearings, bushings, seals, or other components as possible sources. Review of the risk documents finds this can possibly occur at multiple stages throughout the manufacturing process with controls in place to mitigate risk. A review of the manufacturing records confirms that the lot was manufactured to specification. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a black foreign object was found in the avitene in an unopened state before use. It was reported that there was no sign of package damage found. There was no patient injury.

Manufacturer narrative:
As reported, a black foreign object was found in avitene. Review of photo provided finds an area of discoloration (black in color) present within the avitene. Further evaluation of the provided photo is still ongoing, as such no conclusions have been made. When the evaluation is completed, a supplemental MDR will be submitted. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a black foreign object was found in the avitene in an unopened state before use. It was reported that there was no sign of package damage found. There was no patient injury.